Event description:
It was reported that upon this implantable cardiac monitor (icm) implant procedure, the physician accidentally gouged out a chunk of the patient's skin with the incision tool, as his hand slipped. The wound had to be sutured and stapled close. The wound severity requires it to be checked in the future. This icm's implant procedure was completed and the device remains in service. No additional adverse patient effects were reported.